Event description:
The customer reported obtaining high sodium patient results due to low anion gaps on their cell 2 of the au5800 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause to be multiple hardware components. The fse replaced the dispenser unit, flush silhouette switch, wash syringe, buffer syringe, sample pot and reference electrode to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event, however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).